Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred after the contact powered on the pump. Customer¿s blood glucose level was not impacted. Reportedly, the customer had an alternate pump available for insulin therapy.